Event description:
A distributor complaint was reported regarding a minimum fill notification issue with a pump in sweden. The caller declined to provide information on the blood glucose level at the time of the event. Technical support guided the caller through troubleshooting steps, including reloading the original cartridge and attempting to load a new cartridge, but neither resolved the issue. Ultimately, it was decided to replace the pump, which was within warranty. The customer was informed of the need for a replacement but declined to share backup therapy information. Technical support confirmed the shipping address, provided storage mode instructions for transport, and instructed the return of the problematic pump within ten days using the pre-paid label and return box.